Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. She also began to experience a twisting pain in her fallopian tubes. Consumer pain continued so, on or around (B)(6) 2012, she underwent surgery to remove her uterus through a hysterectomy procedure, which removed her uterus, cervix and fallopian tube, was necessary because of the complications and medical issues she experienced from the essure devices and removal procedure. The reporter considers the events related to the essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. These both events are listed in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the events sharp stabbing pelvic pains and heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (essure removal). Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 727086 valid/727088 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyps. Concurrent conditions included endometrial ablation (hysteroscopy with novasure endometrial ablation), biliary colic, acute calculous cholecystitis, cholecystectomy, gerd, ureteral calculus (4 to 5 min triangular calcification approximating the left ureteropelvic junction), cystoscopy, retrograde pyelogram, ureteroscopy, ureteral stent insertion, kidney stones (bilateral renal lithiasis without definite acute pathology), diarrhea, obesity, uterine prolapse and chronic cervicitis. Concomitant products included omeprazole. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), urinary tract infection ("utis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("cramping pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2016 and abaltion performed on (B)(6) 2011). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache and nausea outcome was unknown, the abdominal pain, fatigue and abdominal pain lower was resolving and the weight increased and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysteroscopy: an essure implant was placed without difficulty with three coils visible. Uterus sounds to 8 cm with normal contour and tubal ostia. Bilaterally.. Three essure coils visible on the left and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Diagnostic results: cystoscopy, retrograde pyelogram, ureteroscopy, stent insertion on the left and retrograde pyelogram on the right: impression: 4 to 5 min triangular calcification approximating the left ureteropelvic junction. Many other phleoliths in the pelvis with no specific distal ureteral calculi evident. Colonoscopy with biopsy: three polyps were found but the cecum was unable to be intubated. (B)(6) 2016, pathology report: diagnosis: uterus and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: right fallopian tube essuie devca with associated surrounding fibrosis foreign body giant cell reaction and chronic inflammtion present in the fallopian tube lumen causing focal luminal obstruction mild serosal fibrous adhesions; paratubal cysts negative for dysplasia and mahgnancy. Left fallopian tube: essure device present in fallopian tube lumen focally attenuated lumen and adjacent smooth muscle wall with areas of fibrosis, chronic inflammation, foreign body giant cell reaction and pigment- laden macrophages: endometriosis negative for dysplasia end malignancy. Cervix: mild acute and chronic cervicitis; nabothian cysts: negative for dysplasia and malignancy. Endometrium: status post ablation residual atrophic endometrium. Negative for hyperplasia and malignancy. Myometrium: intramural leiomyomata (x 2, 0.3 cm and 0.5 cm in size); focal endomatrial stroma within myometrium. Most suggestive of adencmyosi s; negative for malignancy. Gross description: on the left, there is a 0.5 cm in length portion of the essure device noted within the uterus. Further cut sections through both fallopian tubes confirm the presence of the inner and outer coils of the bilateral essure devices within the walls and lumina of the (respective) bilateral fallopian tubes. The external coil of the essure device on the right is retrieved in fragments due to its adherence to the wall/ lumen of the fallopian tube. The right-sided external coil fragments measure from 0.1 cm to 1 cm in length and up to 0.2 cm in diameter. The right-sided internal coil measures 25.5 cm in length and is less than 0.1 cm in diameter. The distal end of the device is 6.5 cm proximal to the fimbriated end of the right fallopian tube and 1.5 ciao distal to the uterotubal junction. The left-sided external coil measures 3 cm in length and 0.2 cm in diameter. The left internal coil measures 23 cm in length and is less than 0.1 cm in diameter. The distal end of the device is 5.6 cm proximal to the fimbriated end of the left fallopian tube and 1.5 cm distal to the uterotubal junction specimen list: uterus and bilateral tubes quality-safety evaluation of ptc: lot numbers: 727086 (valid)/ 727088 (invalid). Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs received: reporter's information, concomitant drug added. New event - abdominal pain lower added. The event outcome of abdominal pain, cramping pain, fatigue, weight gain updated to recovering/resolving and event hair loss outcome updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 727088 / 727086) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection (" utis"), migraine ("migraines"), headache ("headaches"), nausea (" nausea"), fatigue ("fatigue") and alopecia (" hair loss"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on 12-apr-2016) and surgery (abaltion performed on 23-mar-2011). Essure was removed on 12-apr-2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following events were provided: abnormal vaginal bleeding, menorrhagia, utis, migraines , headaches, nausea, fatigue, and hair loss.she underwent an ablation procedure on mar-2011. Essure lot number 727088(left side) and 727086 (right side) was provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 727088 / 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polyps. Concurrent conditions included endometrial ablation (hysteroscopy with novasure endometrial ablation), biliary colic, cholecystitis, cholecystectomy, gerd, ureteral calculus (4 to 5 min triangular calcification approximating the left ureteropelvic junction), cystoscopy, retrograde pyelogram, ureteroscopy, ureteral stent insertion, kidney stones (bilateral renal lithiasis without definite acute pathology), diarrhea, obesity, uterine prolapse and chronic cervicitis. In june 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("utis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2016 and surgery (abaltion performed on (B)(6) 2011. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysteroscopy: an essure implant was placed without difficulty with three coils visible. Uterus sounds to 8 cm with normal contour and tubal ostia. Bilaterally.. Three essure coils visible on the left and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-sep-2010: device in place with normal occlusion function b/l cystoscopy, retrograde pyelogram, ureteroscopy, stent insertion on the left and retrograde pyelogram on the right: impression: 4 to 5 min triangular calcification approximating the left ureteropelvic junction. Many other phleoliths in the pelvis with no specific distal ureteral calculi evident. Colonoscopy with biopsy: three polyps were found but the cecum was unable to be intubated. 12apr2016, pathology report: diagnosis: uterus and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: right fallopian tube essuie devca with associated surrounding fibrosis foreign body giant cell reaction and chronic inflammtion present in the fallopian tube lumen causing focal luminal obstruction mild serosal fibrous adhesions; paratubal cysts negative for dysplasia and mahgnancy. Left fallopian tube: essure device present in fallopian tube lumen focally attenuated lumen and adjacent smooth muscle wall with areas of fibrosis, chronic inflammation, foreign body giant cell reaction and pigment- laden macrophages: endometriosis negative for dysplasia end malignancy. Cervix: mild acute and chronic cervicitis; nabothian cysts: negative for dysplasia and malignancy. Endometrium: status post ablation residual atrophic endometrium. Negative for hyperplasia and malignancy. Myometrium: intramural leiomyomata (x 2, 0.3 cm and 0.5 cm in size); focal endomatrial stroma within myometrium. Most suggestive of adencmyosi s; negative for malignancy. Gross description: on the left, there is a 0.5 cm in length portion of the essure device noted within the uterus. Further cut sections through both fallopian tubes confirm the presence of the inner and outer coils of the bilateral essure devices within the walls and lumina of the (respective) bilateral fallopian tubes. The external coil of the essure device on the right is retrieved in fragments due to its adherence to the wall/ lumen of the fallopian tube. The right-sided external coil fragments measure from 0.1 cm to 1 cm in length and up to 0.2 cm in diameter. The right-sided internal coil measures 25.5 cm in length and is less than 0.1 cm in diameter. The distal end of the device is 6.5 cm proximal to the fimbriated end of the right fallopian tube and 1.5 ciao distal to the uterotubal junction. The left-sided external coil measures 3 cm in length and 0.2 cm in diameter. The left internal coil measures 23 cm in length and is less than 0.1 cm in diameter. The distal end of the device is 5.6 cm proximal to the fimbriated end of the left fallopian tube and 1.5 cm distal to the uterotubal junction specimen list: uterus and bilateral tubes quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: reporters details added. Aka names added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Suspect drug indication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 727086 (valid)/ 727088 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polyps. Concurrent conditions included endometrial ablation (hysteroscopy with novasure endometrial ablation), biliary colic, acute calculous cholecystitis, cholecystectomy, gerd, ureteral calculus (4 to 5 min triangular calcification approximating the left ureteropelvic junction), cystoscopy, retrograde pyelogram, ureteroscopy, ureteral stent insertion, kidney stones (bilateral renal lithiasis without definite acute pathology), diarrhea, obesity, uterine prolapse and chronic cervicitis. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("utis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (abaltion performed on (B)(6) 2011). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysteroscopy: an essure implant was placed without difficulty with three coils visible. Uterus sounds to 8 cm with normal contour and tubal ostia. Bilaterally.. Three essure coils visible on the left and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: device in place with normal occlusion function b/l cystoscopy, retrograde pyelogram, ureteroscopy, stent insertion on the left and retrograde pyelogram on the right: impression: 4 to 5 min triangular calcification approximating the left ureteropelvic junction. Many other phleoliths in the pelvis with no specific distal ureteral calculi evident. Colonoscopy with biopsy: three polyps were found but the cecum was unable to be intubated. (B)(6) 2016, pathology report: diagnosis: uterus and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: right fallopian tube essuie devca with associated surrounding fibrosis foreign body giant cell reaction and chronic inflammtion present in the fallopian tube lumen causing focal luminal obstruction mild serosal fibrous adhesions; paratubal cysts negative for dysplasia and mahgnancy. Left fallopian tube: essure device present in fallopian tube lumen focally attenuated lumen and adjacent smooth muscle wall with areas of fibrosis, chronic inflammation, foreign body giant cell reaction and pigment- laden macrophages: endometriosis negative for dysplasia end malignancy. Cervix: mild acute and chronic cervicitis; nabothian cysts: negative for dysplasia and malignancy. Endometrium: status post ablation residual atrophic endometrium. Negative for hyperplasia and malignancy. Myometrium: intramural leiomyomata (x 2, 0.3 cm and 0.5 cm in size); focal endomatrial stroma within myometrium. Most suggestive of adencmyosi s; negative for malignancy. Gross description: on the left, there is a 0.5 cm in length portion of the essure device noted within the uterus. Further cut sections through both fallopian tubes confirm the presence of the inner and outer coils of the bilateral essure devices within the walls and lumina of the (respective) bilateral fallopian tubes. The external coil of the essure device on the right is retrieved in fragments due to its adherence to the wall/ lumen of the fallopian tube. The right-sided external coil fragments measure from 0.1 cm to 1 cm in length and up to 0.2 cm in diameter. The right-sided internal coil measures 25.5 cm in length and is less than 0.1 cm in diameter. The distal end of the device is 6.5 cm proximal to the fimbriated end of the right fallopian tube and 1.5 ciao distal to the uterotubal junction. The left-sided external coil measures 3 cm in length and 0.2 cm in diameter. The left internal coil measures 23 cm in length and is less than 0.1 cm in diameter. The distal end of the device is 5.6 cm proximal to the fimbriated end of the left fallopian tube and 1.5 cm distal to the uterotubal junction specimen list: uterus and bilateral tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 15-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. These both events are listed in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the events sharp stabbing pelvic pains and heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (essure removal). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.